Event description:
Ous MDR - after an implantation time of about 19 months, various shock discharges due to interference signals/artifacts were reported. This device was explanted. Lexos vr, (B) (4), MDR 1028232-2009-01082.

Manufacturer narrative:
Ous MDR - during the analysis of the lead, it was noted that the inner insulation of the lead body was massively damaged due to internal fraying 57 cm distal of the connector pin. In addition, the insulation between the inner conductor helix and the rope conductor to the shock coil, as well as between the inner conductor helix and the rope conductor to the ring electrode were damaged at this site. These damages are to be regarded as the causes for the clinical complaint. The observed damage manifestation requires an excessive mechanical load of the lead over a longer period of time. This is probably due to the position of the lead in the implanted state. Diagnostic images to characterize the positional relationships of the implanted system were not available for analysis. The analysis of the lead as well as the analysis of the ICD did not find any indication of mfg errors or material defects.